Manufacturer narrative:
(B)(4). Patient information not provided. UDI not provided. Re-processing information not provided. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. Medical intervention required, re-operation.

Event description:
According to the reporter, during a stomach bypass., the handle could be fired properly, later it was noticed that the clip seam row was not closed. Patient had to be intensive cared and had to be breathed. Re-operation to close the seam. No reinforcement material used. No patient data available. A blood transfusion? Was surgical time extended by more than 30 minutes due to the product problem? A) was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) Was the device reprocessed or re-sterilized prior to use? Are any photos of the device available? Additional questions: was the staple line incomplete? If yes, how was the incomplete staple line fixed (over sewed, resected + re-stapled, conversion to open procedure, etc)? If the staple line was oversewn or tissue was resected, was this done to preclude permanent impairment to a body function or permanent damage to a body structure? Did the jaws of the device get stuck and lock on tissue? If yes, how was the instrument removed from tissue (cut off, pried off with an additional tool, they were able to work it off the tissue, etc)?

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of three photos of a reload. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned photos. The reported condition for this incident was that the staple line did not hold during the gastric bypass procedure. Staple formation issues were observed. Potential root causes of staple formation issues can be a bowed anvil, buckled knife-bar assembly, and a damaged knife blade. Replication of the bowed anvil and buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, re-operation was done as a result of delay in surgery. The staple line was incomplete and it was over-sewed. There was no tissue damage. There was no blood loss resulting from the product problem. The surgical time was extended by 30 mins. The patient is in intensive care unit as a result of infection.